Event description:
The facility's biomed reported an infusion pump with a failure code 715. This report was noted during biomed testing. The biomed facility stated that no patient injury or medical intervention was involved with this pump. There was no medication, bags, syringes, or tubing being used. Information was requested regarding the date this report occurred, pump programming and set-up information, but no additional information was available. Additional contact information was requested but no additional contact was identified.